Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one opened arterial kit for analysis. Definite signs-of-use were observed within the catheter extrusion and hub. See inp1900108860 for image of sample as received. Visual inspection of the guide wire revealed several offset coils towards the distal end. Microscopic examination confirmed the defect and revealed that the distal weld was full and spherical. Evidence of a clear, white substance was observed, which resembled the appearance of adhesive residue. Uv light testing was performed but results were inconclusive. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit, it states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." A lab inventory guide wire was threaded through the returned cannula and met major resistance. Once advanced, adhesive residue was also observed to exit the cannula. Functional testing of the guide wire could not be performed due to the damage. A device history record review was performed, and no relevant findings were identified. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Resistance was enco untered while advancing the guide wire through the needle cannula during functional inspection for the returned device which likely resulted in the damage observed. An investigation was previously implemented to address this issue. The investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Manufacturer narrative:
(B)(4).